Event description:
Pt implanted with epoca on (B)(6) 2008. The glenoid was noted as broken and pt was revised on an unk date. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. Date of MFR reported as (B)(6) 2007.